Event description:
Received an initial report of a dialysis pt who was diagnosed with hemolysis. The facility was contacted and the initial reporter gave add'l info on this event. It was learned that the pt had undergone approx. 3 hrs of dialysis therapy when she requested to be taken off dialysis so she could use the bathroom. The symptoms at that time were nausea, vomiting and diarrhea. The blood was returned and the pt went to the br. After using the br, the pt requested to end dialysis and wanted to go to the ER. The md was notified of the status of this pt. The pt was admitted to the hosp. The clinic rn had stated that there was no obvious signs of hemolysis at that time. The pt had reported graft pain pre treatment as well as bilateral hand and feet pain and ongoing nausea and generalized weakness. The lab draw obtained at admission was grossly hemolyzed blood. The course of tx for this pt was a short term course of steroids. Also, the pt was taken off quinine sulfate medication that she had been taking. The pt did receive 2 units of prbc. The initial reporting rn stated the md's think this event could have been caused by the combination of lupus and quinine sulfate. Reportedly, the pt has been discharged and remains stable with no further ill effect related to this event. The rn also stated the pt is doing well and has stopped the use of quinine sulfate. A sample is available for eval.